Event description:
On (B)(6) 2010, the pt reported she cannot retract the piston rod of her insulin infusion device and her device is making a noise when she tries to retract the piston rod. She said she switched to her backup infusion device and does not currently have her primary device with her to troubleshoot. She said she will call back. On (B)(6) 2010, the pt called back and stated that starting on (B)(6) 2010, her device piston rod will not retract. She said it will retract about an 1/8 to 1/4 of an inch and then stop. She said her device makes a noise like "it wants to retract but it won't." The pt was instructed to try to retract the piston rod. The piston rod retracted about 1/4 of an inch and then made a loud rattling sound. She was then instructed to insert a new battery. She did so but the issue persisted. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.